Manufacturer narrative:
Unique device identification (UDI) and device manufacture date provided. Additional review of the reported issue found that the issue does not meet the requirements for reportability via 3500a form.

Manufacturer narrative:
Serial/lot number updated to proper value

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification(UDI) not available. Device manufacturing date is unavailable. A medtronic representative inspected that part and the issue was confirmed however the part has not been returned.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the awl sharp instrument was damaged, it was not possible to insert the navigated frame component into the awl sharp instrument. There were marks on the awl sharp instrument made by the handle. This was noticed post-surgery by the or nurse when removing the navigated frame component from the awl sharp instrument. It was reported that there were marks/ bumps on the awl sharp at the entry point of the navigated frame component that were made when the surgeon malleted on the handle. No patient was present.